Manufacturer narrative:
D4; h4. 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure on the seventh or eighth firing of the device, a clip was not formed properly. The doctor then fired the device out of the port and it worked fine. He completed the case with the same device.